Manufacturer narrative:
Boston scientific received new information that the patient was brought in to troubleshoot the cause of the noise and oversensing. It was noted that this patient was pacemaker dependent, and the patient's heart condition resulted in no induction testing at the implant procedure. Specific patient maneuvers were performed at various sensitivity settings; the origin of the noise was determined to be abdominal in nature. The sensitivity setting was then reprogrammed to 0.3mv, as this provided the best result for preventing the oversensing. No adverse patient effects were reported.

Event description:
Boston scientific received information that during the device check, one non-sustained ventricular tachycardia (nsvt) episode was stored, due to noise that was oversensed. A review of the electrograms confirmed the noise. No changes were made to the system. No adverse patient effects were reported.

Manufacturer narrative:
A technical services consultant reviewed the episode and determined that pacing was inhibited for greater than two seconds due to the oversensed noise. The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.